Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient was still feeling as though having a uti. The patient was still taking antibiotics for the uti and would wait to see if that clears it up. It was also reported that the white part on the ens device kept coming apart and the patient's husband taped the ens onto the patient's back. There were no further complications or anticipations reported with this event.